Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable after having an MRI without putting it to MRI mode.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. As a result, the patient¿s ipg was explanted and replaced. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
H6: 2885 - battery problem corrected to 3283 - wireless communication problem, added 1924 - failure of implant. H10: corrected conclusion summary to: it was reported the patient had his ipg replaced because the ipg was inoperable after having an MRI without putting it to MRI mode. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.